Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). Additional phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had device alarm loop leak detection before use. Restarting the device was ineffective. No personal injury.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had device alarm loop leak detection before use. Restarting the device was ineffective. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e2, g3, h2, h3, h6 (type of investigation), investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 (event site name, event site address, event site telephone), h6 (medical device ¿ problem code). Additional information: due to characterization limit e.1. Event site name and telephone: (B)(6).